Event description:
It was reported that pump was alarming no disposable alarm clamp tubing. The patient did not want to remove the cassette so no additional troubleshooting was done. Patient was heading to the clinic now to have the pump removed. I then instructed the patient to turn the pump off and continue heading to his appointment.